Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a specific discrepancy of 6 units while the expected fill estimate was 130 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and cts advised them to call back for troubleshooting if the problem arises again.